Manufacturer narrative:
Design history record review completed feb 1, 2017: the complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model lxa21, s/n (B)(4), were pulled and reviewed by quality control at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model lx) mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
No information if device was explanted.

Event description:
The manufacturer was notified on 25 aug 2016, that a patient who was implanted with mitroflow lxa, size 21 on (B)(6) 2013 showed restricted leaflet movement due to calcification, ava 1.0 cm2, pg 73mmhg. No further information provided.